Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history review, and referring to known similar events, it was presumed that stress exceeding the product design limit might have been applied to the subject gaia first due to pushing and pulling guide wire manipulations while the guide wire was caught by and its movement was restricted likely by the 100%-occluded lesion when crossing attempts were made. Consequently, the guide wire was fractured in the patient anatomy. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi xt-a guide wire was used to cross the 100% occluded lesion in the right coronary artery (rca) segment 3# but failed during a percutaneous coronary intervention (pci). An asahi gaia first guide wire was used instead and successfully crossed the occludsion with support of an unspecified microcatheter. During crossing the lesion, the gaia first guide wire was pushed and pulled repeatedly as there were no complaints from the patient with regard to such anomalies as discomfort. When additional attempts were made to advance the gaia first even further to the distal segment of the lesion, the guide wire was found damaged. An unspecified 1.0x10mm balloon was used to dilate the lesion, and the gaia first was removed together with the balloon catheter from the patient anatomy. The physician commented that the gaia first guide wire appeared to be fractured in the blood vessel. It was informed that there were no complaints from the patient with regard to such anomalies as discomfort throughout the procedure.